Manufacturer narrative:
Additional breast shields and inserts were sent to the customer. In follow up with the customer, she stated that she was experiencing pain using the 24mm breast shields that came with the pump. She tried the 27mm because she thought she needed a larger size, but they caused even more pain. She switched to the 21mm breast shields and did not experience pain, but she wasn't expressing much milk, so she switched back to the 24mm. She stated that she was experiencing redness around the areola and was prescribed jack newman's nipple cream by her physician. She stated that she still has a little pain due to sensitivity issues. The instructions for use, item number 1(B)(4), rev e and page 20, provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2017, the customer reported to medela llc that she was experiencing pain when using the 21mm and 24mm breast shields for her pump in style advance breast pump. She also stated the she tried the 30mm breast shields and experienced no pain, but was not expressing much milk.